Manufacturer narrative:
(B)(4). The device has been evaluated by the field service representative and verified the reported failure. The investigation is still in progress. Upon completion of the evaluation a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that this unit is alarming circuit occlusion and extended high peak pressure. The unit was not on a patient at the time of this incident.